Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the endotracheal tube did not fit connector and the 15mm connector to vent failed. Patient was reintubated with another et tube.